Event description:
Biosense webster reviewed "randomized trial comparing robotic to manual ablation for atrial fibrillation, heart rhythm" article and upon following up with the customer, bwi received additional information on september 2, 2014. This complaint is being opened for the procedure conducted on (B)(6) 2008. The patient suffered from pulmonary vein stenosis. However it's unknown the degree of stenosis and whether or not the patient underwent additional surgery. Model and catalog number are not available, but the suspected device is the celsius thermocool catheter. Per a report in the journal of heart rhythm, a single-center randomized study was conducted on 157 patients, by (B)(6) hospital, to assess the impact of remote robotic navigation on one year single-procedure success rates. From the report there were 13 (thirteen) patients with serious adverse events (these events will be reported separately): patient # 1 (B)(6): transient ischemic attack /pericardial effusion/lower respiratory tract infection. Patient # 2 (B)(6): cerebrovascular accident/death. Patient #3 (B)(6): retroperitoneal bleed. Patient #4 (B)(6): retroperitoneal bleed. Patient #5 (B)(6): major pulmonary vein stenosis. Patient #7 (B)(6): lower respiratory tract infection. Patient #8 (B)(6): tamponade. Patient #10 (B)(6): minor pulmonary vein stenosis. Patient #16 (B)(6): lower respiratory tract infection. Patient #20 (B)(6): pericardial effusion/ lower respiratory tract infection. Per the article, other non-serious ae¿s were also reported: six pericardial effusion. Eight hematoma. One pulmonary vein stenosis. These events are not known to have required intervention/treatment nor extended hospitalization stay. There is a death event and no bwi device malfunctions reported in the publication.

Manufacturer narrative:
(B)(4).